Event description:
Reportedly, upon removing the instrument from the anastomosis the anvil separated from the instrument. As a result, the surgeon had to pull the anvil from the anastomosis by hand and subsequently had to hand sew the anastomosis. No pt injury.